Event description:
Intera oncology received a report from nurse practitioner that the infusion nurses experienced "longer than usual time to obtain full residual volume during a refill." The nurses went through appropriate steps of confirming needle placement and they were eventually able to drain all the contents of the pump with the expected residual volume obtained. There was no increase in resistance or additional issues when proceeding with the remainder of the refill procedure. The nurse practitioner reported this refill was done at a satellite location with nurses who have "less refill experience." The next refill procedure in two weeks will be completed at the main campus. On (B)(6) 2025, the nurse practitioner reported the latest refill had no issues and no delay in residual volume return.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The root cause of the reported event is potentially use error. As previously mentioned, the nurse practitioner told intera oncology that the refill done on (B)(6) 2025, was done at a satellite location who have less refill experience. The latest refill was completed at the main campus and there were no issues with the refill and no delay in the residual volume return.